Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the evis exera ii ultrasound gastrovideoscope - gastrointestinal videoscope was being improperly reprocessed. The ess reported that it was observed that the customer site did not use air/water cleaning adapter during the bedside precleaning. The ess instructed the customer on proper precleaning steps contained in the device manual. There was no associated patient infection reported.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined since the product has not been returned to olympus and the root cause and occurrence cause of the customer site not using air/water cleaning adapter during the bedside precleaning could not be identified. During inspection and testing, it was confirmed that there is no defect on the actual device, and it was determined that the device complied with the specifications. The complaint relates to wrong reprocessing by user. This issue is addressed in the instructions for use (IFU): user misuse is presumed and it is determined that the indicated phenomenon can be prevented because following instruction manuals describe necessary tool. Olympus gf type uct180, chapter 6 compatible reprocessing methods and chemical agents, chapter 7 cleaning, disinfection, and sterilization procedures, chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor the field performance of this device.